Event description:
It was reported that premature eri was observed. Device remains implanted.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The reported field event of premature battery depletion could not be confirmed. Based on programmed settings and usage data, a longevity calculation was performed and the battery was within the normal longevity estimations. Device function was normal when tested on the bench.